Event description:
It was reported to technical services on 11/7/11 that this ra lead has "labile" impedances in the range of 500-1800 over several months; threshold is elevated at 2.9 vat 1 ms. Less than one percent paced. No plan to do any intervention. They checked this at dr. (B)(6). Chanqed this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)